Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the device was not in clinical use and indicating that there was suspicion of fire in the internals of the system. Fse went onsite and viewed the log files. There was nothing unusual found, and the system was working with full functionality. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no fire. There was only a smell of smoke which came from outside through the window or ventilation system. Maybe the smell came from the street. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It has been reported to philips that there was suspicion of fire in the internals of the system. The device was not in clinical use. Philips has started an investigation of the complaint.